Event description:
The facility reported a colleague infusion pump (uim software version 5.09.90 / colleague 2006) displaying an 810:11 failure code. Additional information received on 08/10/2009 indicates that this event occurred when the nurse powered on the device. No patient injury or medical intervention was associated with this event.

Manufacturer narrative:
Evaluation summary: the reported condition of an 810:11 failure code was confirmed during device evaluation, and was determined to have been caused by an out of calibration air in line (ail) printed circuit board (pcb). The ail pcb was recalibrated to resolve the reported problem. The device was tested and returned to the customer within specification. This issue is currently being investigated under CAPA.